Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the monopolar energy stopped working at the end of the case. Technical support engineer (tse) reviewed the logs and found no errors. (B)(6) stated it worked for most of the case then they got a question mark for the monopolar port and swapped out the energy cord and still got question mark and she stated that the monopolar was grayed out. Tse informed her that the grounding pad will cause that and grounding pad was good but it was grayed. Site didn't call in for troubleshooting so no further troubleshooting was done. The procedure was completed with no reported injury. Intuitive followed up with the customer and the following additional information was obtained: the actions taken to resolve the reported issue/to continue the procedure were the site opened another dv monopolar cvd scissor, but it did not work. Then they opened a dv monopolar cord, and still, it did not work. A bipolar instrument and a vessel sealer were also used for this case. The case was completed robotically. There was no injury to the patient. The procedure was completed robotically with all 4 arms and with the same generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the customer reported complaint was confirmed. Upon visual inspection, found no issues related to the reported problem. The erbe was tested using a well-known system and the third and fourth monopolar ports could not be detected. The unit will be returned to the original equipment manufacturer for further investigation. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator.

Event description:
Refer to h11 for follow-up information.